Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastrointestinal radical procedure. The device was unable to fire. The surgeon could not squeeze handle. Another device was used to complete the procedure. No patient injury has been noted.